Event description:
Within 1 minute of initiation of dialysis treatment, the pt reportedly experienced a severe reaction, characterized by a drop in blood pressure, chest pain, bad taste, swollen tongue, redness of skin & losing consciousness. Upon regaining consciousness, the pt began vomiting. The dialysis treatment was stopped & the pt was hospitalized. The reported blood loss due to the discarding the blood circuit is estimated at 150 ml. Dialysis was resumed at a later time with a different type of dialyzer.